Event description:
Patient reported to hcp for routine refill appointment. Patient was experiencing a severe increase of pain symptoms. Upon refill, pump was found to have three times the residual volume expected. The cap procedure showed freeflow of csf to rule out catheter kink. The rotor test showed no rotation of the rotor. Pump was replaced.